Event description:
Unomedical reference number (B)(4). Event occurred in the canada. On (B)(6) and (B)(6) 2024, it was reported that the patient experienced that six infusion sets were leaking at the site. Infusion set was in use for 6 hours to one day. Patient blood glucose level was 6 - 12mmol/l. No further information was available.

Manufacturer narrative:
Device 6 of 6.